Event description:
The manufacturers service representative reported the problem did not recur after the unit was serviced for replacement of the power supply.

Event description:
The international customer reported a problem with the device backup battery. The customer reported the device was not in use therefore there was no patient involvement. The manufacturer's service provider confirmed the reported problem. Service is pending customer approval of quote for repair.

Manufacturer narrative:
Completion of service pending customer approval.

Manufacturer narrative:
Supplemental report.